Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met all material, assembly, and product specifications at the time of release to distribution. The device was returned for analysis. A visual and microscopic examination of the device found the device was returned with the stent moved distally 2mm from the distal side of the distal markerband. The stent was slightly damaged throughout. A visual exanimation of the device found a kink at the port area between the midshaft and the outer. The balloon and tip sections of the device were examined and no issues were noted with their profiled that could have potentially contributed to the complaint incident. The most probable root cause of this event is operational context.

Event description:
This complaint is not reportable based on the analysis completed on 03/06/2009. It was reported that during a coronary artery drug eluting stent treatment procedure, the shaft of the taxus express2 drug eluting stent delivery system kinked. There were no reported patient complications or injuries. However, the returned product confirmed stent damage, and the stent had moved on the balloon. The index procedure was treating a calcified, 90% stenosed lesion located in the severely tortuous rca (right coronary artery). The lesion was pre-dilated with an unknown balloon. During introduction, the shaft of the stent delivery system kinked. The procedure was completed with another of the same device.